Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the insulin pump had a blank display. The customer stated that part of the reservoir compartment was chipped. The customer's blood glucose was around 50 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the display came back then they received a failed battery test alarm. The customer declined to troubleshoot for the failed battery test alarm. The insulin pump will be returned for analysis.